Manufacturer narrative:
(B)(4). Date sent: 7/23/2020. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a parauterine intake, more or less 45 minutes into surgery, a small noise occurred and they saw that one of the branches of the jaw was missing. They looked for it inside the patient and found it at one of the edges of the field. They report that nothing unusual was done. Upon realizing it, they continued with the usual instruments and asked for another to do the lymphadenectomy and omentectomy. Surgery was delayed 15 minutes and was successfully completed. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences.